Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that t2 got pulled out of the ultra fast fix while in the patient. No loss of tissue fixation was reported. T's were removed from the patient. A back-up used to complete the procedure.

Event description:
It was reported that the unit got pulled out of the second anchor of the ultra fast fix. Neither there were loss of tissue fixation nor the making of an additional hole to complete the procedure was made. The t1 was removed from the patient. Occurred during procedure. A back-up was available.

Manufacturer narrative:
One reversed curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the device. T1 remains on the needle and has been pushed back to the dimple, its distal end is also protruding out of the delivery needle. There is human matter lodged under t1. The device was tested in this condition for deployment using a rubber meniscus model, t1 would not deploy. T1 was removed from the needle and confirmed to be damaged. T1 was attempted to be re-loaded onto the needle but due to the damage would not load properly. T2 was tested for deployment and deployed as intended. The devices condition indicates that during insertion tissue became lodged beneath t1 causing it to protrude out of the needles rail gap not allowing it to deploy properly. The device was not returned in the condition of the reported complaint of t2 pre-deployment.